Event description:
It was reported that the patient presented to the emergency room after receiving a shock. It was also reported that the device had an electrical reset with a battery voltage of 2.0v and was at end of life (eol). The device counters were reset and when the device was interrogated all the data was lost due to eol. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed battery voltage - power on reset parameters. The translated text save to disk file (B)(4) with pors shows the device reached elective replacement indicator (eri) <=2.55 volt, and device reached end of life (eol) <= 2.40 volt on or before (B)(4) 2012. S2d data shows battery voltage = 2.00 volt on (B)(4) 2012, power on reset - (por) power on reset parameters, 4 - pors for vreg monitor (micro supply) on (B)(4) 2012, in the timeframe between 11:58:11 and 11:58:14, and 1 - patient alert for por on (B)(4) 2012.

Event description:
It was further reported that the patient had went to the ER (emergency room) as she stated that she received another shock from the device. The device was interrogated and battery voltage was 1.95v; it was noted that this device is known to be at eol (end of life) since (B)(6) 2012. All detections are off. The device was explanted and replace. No further patient complications have been reported as a result of this event.